Event description:
It was reported that a user experienced fluctuating blood glucose with recurrent post-meal hypoglycemia while using the ilet system, including lows to 52 mg/dl after announcing meals and treating with 15¿20 g carbohydrates, with total low duration reported as about 80 minutes; education on meal announcements and targets was provided. Symptoms included hypoglycemia. Outcomes included transient, non-serious effects without medical intervention or hospitalization. Investigation included review of patient-reported information and troubleshooting with user education. Investigation of this case revealed use-related factors related to meal announcements and meal size estimation. It was concluded that the device functioned as expected and that the event was related to user interaction and carbohydrate announcement practices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.